Event description:
Rptr writes "tooth #8-front/center right/top: extracted it (due to resorption) & performed above graft. About 2 wks after, it smelled foul & the stitches & mucous-like tissue dangled from my mouth. I cut it out with a fiskar scissor. He tried to do a 2nd procedure again-a tissue graft-same results. 3rd time he tried ha (hydroxy appetite). 2 weeks later, I woke up chewing the ha-this lasted a few mos. Dr said everything was ok except that I had fistulas. He told me that fistula were holes in my gums where the ha were coming out of. I was so sick & tired of surgeries that I let it go until around december of 1997. When I was bothered by my shrunken gum. I wanted to get my bridge in place already!! So, I spoke with my father who is a dds retired. He told me that a fistula comes from an infection. Nobody said I had an infection!! I just thought that I had the fistula from my body rejecting the ha. That's when I contacted a dr who was referred to me by somebody. So, I had my 1st surgery to remove & treat the infection. Dr confirmed that it was infected, on feb 13, 1998. Then, 2 days ago, june 16th, 1998, I had my 4th procedure to plump up my gum again. I don't know if it has worked yet or if it will fall out again. Time will tell!!! Anyhow, I called & asked the dr to pay for the procedure to get rid of the infection & he said no. He has sopken with my dad about this & I have a tape with what he said into my dad's answering machine. He admitted that he did not refer me to any other specialist & felt that I did not have an infection & he was sorry that nothing worked & he was unable to help me. He also, stated that he had never seen anything like that before. For all 5 procedures I was given IV sedation. The last 2 were valium & demerol. I was prescribed vicodin for pain. I hardly needed/used any."